Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), product type screening device. Product ID 977d260, serial# (B)(6), product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the cause of the patient's losing sensation in legs and feet was a hematoma. The patient was discharged from the hospital following the removal surgery and is recovering from surgery at (B)(6) hospital in patient rehab.

Manufacturer narrative:
Continuation of d10: product ID 977d160, serial# unknown, product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d160, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). Within minutes after the spinal cord stimulator trial, the patient lost sensation in his feet and legs. The patient had a CT and then after the CT, the leads and external battery were removed so the patient could have an MRI. He is currently being treated and evaluated in the emergency department.